Event description:
On (B)(6) 2012, the reporter contacted lifescan (B)(4), alleging the meter was displaying inaccurate results compared to another onetouch ultramini meter, however, did not recall any of the results. This complaint is being reported because the alleged issue was not resolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4): the reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.the retain test strips were tested and they passed testing with no faults found.